Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery (ata). A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 8 atmospheres after a duration of 10 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.